Event description:
It was reported that the implant was replaced since it became cracked after the patient fell. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 3095, serial # (B)(4), implanted: 2001 (B)(6), explanted: unk. Patient programmer: model 3031, serial # (B)(4), implanted: 2001 (B)(6), explanted: unk. Lead: model 3080, lot # l87442, implanted: 2001 (B)(6), explanted: unk.